Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent stimulation and was charging the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.